Manufacturer narrative:
(B)(4): the complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device failed the op check test where the device failed to shock in testing. There was no reported pt involvement.